Manufacturer narrative:
Device was not implanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the ik sheath was kinked out of the package. The product never touched the patient. The procedure completed successfully with a second sheath. There was no patient injury or medical intervention required, the patient was in stable condition. Additional information was received on september 17, 2018. The procedure being performed was a peripheral intervention.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. One 5fr ik sheath and dilator were received for product evaluation. The device was returned out of the package and a part of the label was returned separately. Visual inspection revealed that there were no gross visual anomalies noted with the dilator. The sheath was examined, and there was a kink in the sheath near the hub. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.